Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the physician had to preheat for three cycles by over riding the machine. Starting temperature was finally achieved after the third preheat cycle. At two seconds into therapy, the surgeon noted smoke coming from the cervix. The procedure was manually aborted. Leaking was noted with a fluid deficit of approximately ten cc. When catheter was removed from patient, a hole at the top of the balloon was noted. The surgeon performed a hysteroscopy after the procedure was aborted and no adverse patient consequence were reported.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter passed the electrical tests, however the resistance wire and heater core were found to be discolored and the cannula was found melted due to heat. The catheter failed the leak test because it had a damaged balloon.